Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twenty-five events were reported for this quarter. Twenty-five devices were received for evaluation. Twenty-five events were confirmed. Six devices were found to be affected by disassembly. Nineteen devices were found to be affected by missing components and disassembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 25 malfunction events in which the device disassembled. Twenty-four reported events had no patient involvement; no patient impact. One reported event had no known patient involvement; no known patient impact.